Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned. It was reported that the device was received in good condition, and the triggers were sticking. Therefore the complaint was confirmed. However, the device is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device. It was observed that the device failed the assessment because the upper trigger was sticking on the device. During repair, it was observed that the upper trigger was sticking, the insulation was missing from the electronic control unit wires, the coupling head was worn and the triggers were corroded. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the upper trigger of the small battery drive device was sticking and sometimes did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.